Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Removed breathing system and tabletop to access selective common gas outlet, removed solenoid and applied lubricant to solenoid gasket to resolve the issue.

Event description:
The hospital reported an error that resulted in loss of ventilation. The patient was manually ventilated. There was no report of patient injury.